Event description:
The event is reported as: the handle on the endo applier broke while doctor was using during surgery. No injuries reported.

Manufacturer narrative:
Evaluation - DHR review performed. Results - complaint confirmed upon visual inspection. Device passed all functional testing. DHR revealed no non-conformances or deviations were found. Conclusions - metal injection molding (mim) distal handle was breaking due to material property. Mim handles were replaced with machined handles.